Event description:
A user facility reported to olympus that error "e117" occurred. The problem, as reported to olympus, was identified during inspection. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Upon cleaning internal dust from the unit and board recombination, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e117 due to the accumulation of dust inside the device. The specific root cause of the accumulation of dust inside the device could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code: e117. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.